Event description:
It was reported that pump screen had display problem and later started while screen remained black, with no information available about customer¿s blood glucose value or any other circumstances of use. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device return for evaluation, and replacement pump was provided, while no additional information was received regarding final outcome of event.